Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011085 - the dentist reported that 8 months after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. In addition, the patient presented bone type IV, 40ncm of primary stability was achieved and immediate load was performed.